Event description:
The manufacturer was informed that a patient using a rep dreamstation auto bipap device passed away on (B)(6) 2024. According to the patient¿s wife, he was not using the device at the time of his death, as he was under hospice care. No additional details were provided. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found the device was working properly. No device errors or malfunctions were observed. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.